Event description:
Same case as MFR # 2134265-2008-02582. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. A 3.5x32mm taxus express2 drug eluting stent was implanted in the proximal left anterior descending (lad) artery. Approximately six months later, the patient was treated for restenosis. The 90% stenotic lesion was located in the non-calcified and average tortuous proximal lad artery. The physician advanced the 3.5x16mm quantum maverick balloon catheter to the lesion and on the first inflation, inflated the balloon to 10 atms for five seconds and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with another 3.5x16mm quantum maverick balloon catheter. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.